Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-33, lot# va0ewxy, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Removed (B)(4) - fall due to additional information received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the fall was not related to the revision.

Manufacturer narrative:
Additional review of this file discovered an error in the initially submitted notify date of (B)(6) 2014, the proper notify date was (B)(6) 2016 which would change the due date and the report was submitted within the 30 time-table. This error was discovered on jan-4-2016. No additional changes to information previously reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va0ewxy, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while stim was turned on patient never having therapeutic effect. She was very disappointment because she had seen a 0% improvement since she got the permanent implant placed. It was indicated that the trial went really well but is back to square one on the permanent one. It was indicated that the patient was on program 3, was not feeling anything and it didn't seems to be working. It was indicated that patient waited and tried increasing the stimulation to where she could feel it but it still did not appear to be working. It was indicate that patient could not see the physician until (B)(6). The patient stated she had the implant for frequency and urgency but she was still getting up in the night to go to the bathroom which was cut way back during the trial. The patient stated she was still using 2-3 pads a day and was only using 1 pad that last her all day during the trial. The patient also mentioned that she was told that she should feel the stimulation in the pelvic floor to the front of her body and she never feels it there. The patient felt stim near the rectum even during the trial and when she turned it as high as she could feel it. The patient reported that it was never felt where they say she should and wondered if it was not placed correctly. Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the manufacturer representative. The patient appointment was scheduled on (B)(6) 2014 and the next would be on (B)(6) 2014. A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported a lack of therapy since implant. Additionally the patient reported that her healthcare provider (hcp) repositioned the ins because the hcp felt that the ins was not in a good location, this repositioning occurred in (B)(6) of 2016. The day following the revision procedure in (B)(6) the patient fell and broke her neck at c2 in 2 places. The patient reported that following the repositioning she still did not have therapeutic benefit. The patient was advised to follow-up with her hcp regarding her fall and symptoms, patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.